Manufacturer narrative:
Analysis did not confirm the reported premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and on our automated testing equipment. No anomalies were found and the device met all test specifications. The device was found to be normal.

Event description:
It was reported that premature battery depletion was noted. Device was explanted and replaced.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.